Manufacturer narrative:
A serial number search was performed for similar complaints within the search and there was one similar complaint found. A visual inspection of the returned product shows the vent solenoid was defective due to an electrical failure.

Event description:
The reporter stated that the surgeon was using a staar wave phacoemulsification machine during removal of the cataract and the phaco had a fluids error and wouldn't release vacuum and the patient's capsule tore with no vitreous loss. A vitrectomy was not necessary. It was noted that the customer used the console after it failed to prime prior to surgery.